Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, and minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that she had woken up to check her blood glucose and when her blood glucose was sending to the insulin pump, the insulin pump began beeping. The customer's blood glucose was 85 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.